Manufacturer narrative:
Follow-up # 1 ¿ (05/05/2014).the patient¿s meter and test strips have been returned on 4/21/2014 and 4/29/2014, respectively, and evaluated by lifescan product analysis on 4/23/2014 and 4/29/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 around 8 am. The patient reported several blood glucose results of ¿202, 286, 247, 268, 237, 180 and 184 mg/dl¿ with the subject meter, performed greater than 20 minutes of each other. The patient manages her diabetes with humalog insulin (sliding scale) and lantus insulin (93 units at bedtime). At 6 pm that same day, the patient continued to administer her usual dose of medications. About 6 hours after, the patient claimed she felt symptoms of sweating and shaking. The patient treated herself with glucose tablets/ glucose gel. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.